Manufacturer narrative:
Eval: results: the returned lead revealed discoloration in the lead segment. This fluid intrusion likely happened while the lead was implanted since discoloration was observed in the ipg septums, ports and in the bottom of the ipg header. Marks consistent with electrocautery instrumentation were observed on the lead segments. Damaged wires were also observed at some of the damage sites. The lead passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01914. The pt received her scs system, including a surgical lead and ipg, on (B)(6) 2010. It was reported that the pt had not used her system in (B)(6). She complained that she could feel the lead and ipg and wanted them removed. It was reported that the pt is very thin. The physician decided to explant the ipg and lead on (B)(6) 2011. It was reported that during explant, it was noted that both tails of the lead had blood inside up to about 2-3 inches, but the header of the ipg and lead paddle were clear. No further issues were reported. The pt was not reimplanted.